Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other five proglide devices referenced are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was attempted with seven proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, no suture was present when the proglide plunger was removed with five proglide devices. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. The successfully pre-placed sutures of the two proglide devices were tightened, but hemostasis was not achieved. A cut down was performed. A piece of one proglide foot was found in the artery and removed. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgery. There was no adverse sequela. No additional information was provided.